Event description:
Staff noted that the wheel on the crib would not turn without significant effort. Upon closer examination by biomed, it was discovered that 3 out of 4 of the screws had fallen out of the bracket that holds the wheels to the frame of the crib. Hard manufacturing was contacted and recommended that a threadlocker be added to all wheel bracket mounting screws on all effected cribs. (It appears that this was not done during the assembly process.) Our facility has 10 of these cribs. All were checked. Four including this one had screws that fell out. A threadlocker was added to all of the screws. No harm to any patients.